Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw142002 was released in a single batch. Batch1: lot qty of 97 units were released on (B)(6) 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the approximator fc sleeve (p/n: 279712580, lot number: nw142002) was received at us customer quality (cq). Visual inspection of the complaint device showed a loose piece inside the distal tip, preventing the mating component from assembling with the complaint device. Functional test: a functional assessment was performed on the complaint device. The returned mating device was unable to assemble with the complaint device due to a loose piece inside the complaint device. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to the inaccessibility of internal components. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as there is a loose piece inside the complaint device, preventing it from assembling with mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an inspection it was noticed that the expedium inserter was damaged. The inserter appeared to jam and was unable to couple to the appropriate screws. The inserter and reduction sleeved were rendered unusable. There was no patient consequence. There was no surgical involvement. Upon investigation findings, this complaint became reportable as a malfunction on august 7, 20200. This report involves one (1) expedium spine system clip-on red.driver w/dovetail 5.5mm. This is report 1 of 2 for (B)(4).